Event description:
A device report from waldenburg indicates a clinic in (B)(6) reported: patient implanted with lcp plate on an unknown date returned to surgeon for three month post op visit. An x-ray showed a broken plate with a non-union. Medical/surgical intervention was needed on an unknown date.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned.